Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed. The video shows the shaft of an anvil with tissue. At the 00:40 mark, the trocar of the device pass through tissue. At the 00:50 mark, the anvil is placed on the extended trocar. At the 01:02 mark, the trocar appears to be retracted. The tissue is handled by surgical instruments and at the 03:25 mark bleeding could be observed. At the 04:08 mark, a device with a green reload loaded was observed. At the 04:13 mark, the tissue is placed between the jaws. At the 04:32 mark, the device is removed. At the 04:35 mark, slightly bleeding could be observed on the tissue. At the 04:59 mark, a needle/suture combination could be observed suturing the tissue. Additional information was requested, and the following was received: could you please provide more details for "stapling failed"? When the surgeon wanted to remove the forceps, he noticed that the anastomosis had failed. Where within the gap setting scale was the orange indicator prior to firing? Inside the green zone. What confirmation was received that the device was fully fired? The sound (click). Did the device staple? Yes. Was the staple line complete? Yes. Were there any staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? Irregular. Were the staples deployed into the tissue? Not all of them. Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. How many counter-clockwise revolutions were used to open the device? 2. How was it confirmed that the anvil was free from the tissue prior to removing? No confirmation. After firing was the adjusting knob turned ½ to ¾ revolutions? No, (360° x 2) counter-clockwise revolutions. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? The surgen. Who removed the device? The surgen. Was the safety reset prior to removal? No. What was the users experience with the device? He is used to the device. How much blood was lost (ml)? No data. Did the patient require a transfusion? No. Could you please clarify if there were any patient consequences? Yes , the surgen had to convert to a colostomy. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Yes , the surgeon had to convert to a colostomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the product that was used in the case (B)(4)? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. What is meant by, ¿remove the forceps?¿ can more detail be provided on staple form? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the stapling failed. Procedure: proctrectomy.